Event description:
The duett sealing device was deployed following an interventional procedure via an 8fr sheath in the right common femoral artery. The pt experienced a hematoma and a pseudoaneurysm which were successfully treated with compression and a thrombin injection. No further complications were reported.